Event description:
Healthcare professional reported "sticking packaging." The device was not implanted.

Manufacturer narrative:
E1. Zip code continued: l5g 3h5. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "sticking packaging." The device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ tyvek or thermoform sticking: observed delamination of inner and outer lid. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.